Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and their blood pressure was not under control. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: on 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified serious infection which precipitated a transition to hemodialysis (hd). The patient also reported their blood pressure was uncontrolled during this time. Subsequent attempts to obtain additional information (e.g., patient demographics, causality) have thus far proven unsuccessful. Based on the limited follow-up information available, the patient¿s unknown liberty cycler and fmc cassette are disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Additionally, it remains unconfirmed if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and their blood pressure was not under control. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.